Event description:
Literature: bewernick bh, hurlemann r, matusch a, et al. Nucleus accumbens deep brain stimulation decreases ratings of depression and anxiety in treatment-resistant depression. Biol psychiatry. 2010;67(2):110-116. Summary: the article describes the long-term effects of dbs in the nucleus accumbens in ten patients suffering from very resistant forms of depression. Reportable event: one patient committed suicide during the follow-up period. The suicide took place during a personal crisis caused by critical life events (separation from partner, conflicts with close relatives) which were not counteracted by their psychiatrist. At the time, the patient was unable to attend study visits for a stimulation parameter change. The patient had attempted suicide prior to entering the study.

Manufacturer narrative:
(B) (4) - used for suicidal ideation - (B) (4).